Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot#: va1ubxa, product type: lead. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4), ubd: 18-jun-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on an MRI eligibility sheet the doctor left a comment stating that the right side lead was not providing any benefit to the patient. Caller was unable to clarify. On 2020-03-11, additional information was received that the right lead issue with not providing therapeutic benefit was observed since implant. The hcp stated the cause was "likely" caused by a "misplaced lead." It was stated "multiple adjustments" were taken to resolve the issue. It would appear this was regarding programming adjustments, however it was not made clear at the time the information was received. The issue was not resolved.